Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns generator was unable to be interrogated prior to a replacement surgery. The issue resolved after replacing the usb to db9 serial adapter cable on the programming tablet. The usb to db9 serial adapter cable has since been discarded and is thus unable to be returned for product analysis. No additional relevant information has been obtained to date.